Event description:
Info was received that reported a pt was hospitalized in 2009, due to an incident of diabetic ketoacidosis. Per the reporter, the dka was treated successfully. According to the reporter, the pt expired in hosp care three days later, after a myocardial infarction. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
Device has been returned for evaluation. Once the device has been evaluated, the MFR will file a follow-up report detailing the results of the evaluation.